Manufacturer narrative:
At this time, the lead remains capped. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right ventricular (rv) lead had noise that was oversensed causing pacing inhibition (no asystole). There was no known cause for the noise. The physician decided to explant the device, and the rv lead was surgically capped and replaced. It was reported that there were no additional adverse patient effects.